Event description:
Procedure type: hemorrhoidectomy. According to the rptr: after a proper application, the hemorrhoid instrument did not apply any stapling row. It was cutting/ non stapling situation. The problem was resolved with suturing. No blood or tissue loss. The operating time was not extended. The pt has recovered.

Manufacturer narrative:
(B)(4).